Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic, pacemaker dependent patient presented with noise on the ventricular lead. The noise triggered an hvr episode. Noise was seen on the sense test. Bringing the patient in clinic for lead testing with isometrics and chest x-ray was suggested. Later, the patient was presented to the hospital with syncope due to dementia. Intermittent loss of pacing, noise and damage on the lead were noted. The lead was capped and replaced. The patient was stable post-procedure.